Event description:
The user reported that an aortic dissection occurred on a pt undergoing a percutaneous coronary intervention for a totally occluded chronic right coronary artery. The dissection was first noticed at the first angiogram following the passing of a guidewire across the total occlusion. The pt was stable immediately following the dissection but went to surgery the following day and was discharged one week following surgery. There were no allegations that the device caused the event or that the device malfunctioned.